Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a fault code, fa 05 and the device has been at end-of-life for an unknown length of time. A guidant technical services (ts) consultant discussed that this fault code was tripped due to charge time out indicating the battery does not have enough power to complete charge for shock delivery within 45 seconds. It was reported that the physician opted to hospitalize the patient until a replacement procedure could be performed. No adverse patient symptoms were reported.